Manufacturer narrative:
Complaint is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history could not be performed as a lot number was not provided. A 2 year lot history review could not be conducted, as a lot number was not provided. A two-year review of complaint history revealed there has been 10 complaints regarding 15 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4) per the instructions for use, the user is advised the following; these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including; cracked, broken or otherwise distorted plastic parts - damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration -inspect and test each device before each use this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported the 139104ext, ultraclean 1"extended insulation blade, arced during surgery. There was no other information available and the complaint is still awaiting additional information. This report is being raised based on device malfunction with potential for injury upon reoccurrence.